Manufacturer narrative:
Other, other text: additional information: h10: information was received on 6-jan-2-22 indicating serial numbers of pumps and lot numbers of cadd cassettes involved. It was not indicated which cadd pump and which cadd cassette were used in the event. The serial numbers from the pumps that had issues were sn: 398726, 399206, #383032, 391428. Cadd legacy plus. The lot numbers and expiration dates on the cadd cassettes were product: 21-7302-24, lot 4095686, expiration date: 1/21/2026 and product 21-7302-24, lot 4122832, expiration date: 4/11/2026.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was noted before the medication was completely infused. No patient consequences were reported. No adverse effects were reported.